Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it failed due to a contaminated usb connector. The receiver failed to charge and reboot. The receiver did not turn on. Data download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection passed. Speaker resistance was measured and it passed. Confirmation of the allegation and a root cause could not be determined.